Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a missing grommet and a missing set screw. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used during the implant procedure. During placement the physician turned the wrench to tighten the setscrew. No one had listened to see if the characteristic "clicks" were present to confirm the leads were set. The physician attempted to turn the wrench back to start tightening the setscrew over. The physician experienced difficulty unscrewing the setscrew after several repetitions. Finally, the physician removed the silicon protection above the bolt to remove the setscrew. The ipg was removed and replaced. No patient complications have been reported as a result of this event.